Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as discolored skin under the back te pads that look like burns that was itchy and bleeding. The patient reported a history of sensitive skin and hot flashes. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.